Event description:
The report from the affiliate indicated that eight hours after the patient's index procedure the patient complained of chest pain. Coronary angiography was done and thrombus was observed in the previously implanted cypher stents. The acute thrombosis was treated by aspiration of the thrombus and balloon angioplasty with a 2.5x20mm balloon with an unknown inflation time/pressure. Multiple inflations were conducted due to the lipid core of the lesion (soft plaque) sticking out through the stent. A 2.5x18mm pixel bare metal stent (bms) was implanted at nominal pressure for 10 seconds at the level of the second (2nd) cypher 2.5x18mm stent. An intra aortic balloon pump (iabp) was inserted in the coronary care unit (ccu). The iabp was removed the next day and an ECG abnormality was observed. Seven (7) days after the index procedure the patient complained of chest pain and a myocardial infarction (mi) was diagnosed by blood tests. Coronary angiography was done and thrombus was observed in the implanted cypher stents from the proximal end. The sub acute thrombosis (sat) was treated by aspiration of the thrombus and balloon angioplasty several times at 8 atm. The patient was again put on the iabp. The plan for the patient is coronary artery bypass graft (CABG) surgery. The physician's comment regarding the cause of the two (2) thrombotic events was that they were due to the lipid core sticking out between the struts of the second (2nd) cypher stent and that the first cypher 2.5x23mm stent was underdilated.

Manufacturer narrative:
The index procedure was an emergent case due to an acute myocardial infarction (ami). The target lesion for the procedure was the proximal-distal circumflex. The lesion was reported to be: de novo, eccentric, a diffusely diseased lesion, 41 mm in length, vessel diameter of 2.5mm, and type c. The lesion was pre-dilated with a 2.0x20mm balloon at 10 atm for 30 sec. A cypher 2.5x23mm stent (stent #1) was implanted at 10 atm for 60 sec. An additional cypher 2.5x18mm stent (stent #2) was implanted at 18 atm for 10 seconds proximal to the first stent in overlapping fashion. The stents were post-dilated twice with the stent delivery system (sds) 2.5x25mm balloon at 18 atm for 10 sec. Ivus was not done. The residual stenosis was 0%. The flow pre-procedure was timi 2 and post-procedure timi 3. An act was not measured. Please note that device (lot#i1106008) is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2007-00297 and #9616099-2007-00298.